Manufacturer narrative:
The insulin pump passed idle current test, run current test, self-test, off no power test, error test, prime test, no delivery test, displacement test and rewind. The insulin pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, missing endcap sticker and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. We were unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that there is reservoir stripped on reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer declined to troubleshoot for high blood glucose.